Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a surgery was completed without problem using the applier. However, when it was inspected after that, the jaws were found misaligned".

Manufacturer narrative:
Qn#(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in october of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the tips are bent to the right and are loose and misaligned, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint for the returned device. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod is slightly bent, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to be slightly bent and for its bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a surgery was completed without problem using the applier. However, when it was inspected after that, the jaws were found misaligned".